Event description:
It was reported that within a week of implant, the ventricular lead was found to have a failure to pace. Echocardiography was performed, and a cardiac perforation was suspected. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). Concomitant products: (B)(4) implantable pacemaker - (B)(6) 2012, 5086mri implantable pacing lead - (B)(6) . This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.